Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of cramp in lower abdomen ('cramping'), delirium ('brain imbalance'), dizziness ('dizziness') and loss of consciousness ('passing out after dizziness episodes') in an adult female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection in (B)(6) 2012, dizziness and vertigo. Concomitant products included fluconazole (diflucan) since (B)(6) 2013, magnesium oxide, meclozine hydrochloride (meclizine hcl) since (B)(6) 2015, metronidazole and zonisamide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("gaining weight"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced the first episode of alopecia ("hair loss"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced libido decreased ("low libido"), mood swings ("mood swings") and poor quality sleep ("unable to sleep"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain in ovaries") and headache ("headache"). In (B)(6) 2013, the patient experienced depression ("mild depression"), vaginal infection ("vaginal infection") and nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced palpitations ("heart palpitations"). In (B)(6) 2017, the patient experienced food allergy ("allergies to strawberries and mint") and dermatitis contact ("allergies to feminine products and deodorant"). On an unknown date, the patient experienced cramp in lower abdomen (seriousness criteria medically significant and intervention required), delirium (seriousness criterion medically significant), dizziness (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), night sweats ("night sweats"), the second episode of alopecia ("hair loss"), dry skin ("dry skin"), panic attack ("panic attacks"), vaginal odour ("vaginal odor"), endometrial thickening ("thickness of the uterus lining"), lower abdominal pain ("lower abdominal pain"), back pain ("low back aches"), uterine cyst ("cyst in the uterus"), stress ("stress"), post-traumatic stress disorder ("ptsd") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the cramp in lower abdomen, delirium, dizziness, loss of consciousness, weight increased, night sweats, libido decreased, the last episode of alopecia, dry skin, panic attack, depression, mood swings, palpitations, vaginal odour, endometrial thickening, lower abdominal pain, back pain, uterine cyst, poor quality sleep, vaginal haemorrhage, food allergy, post-traumatic stress disorder, migraine, nausea, vaginal discharge, fatigue, dermatitis contact and ovarian cyst outcome was unknown, the menorrhagia, adnexa uteri pain and headache was resolving and the vaginal infection had resolved. The reporter considered adnexa uteri pain, back pain, cramp in lower abdomen, delirium, depression, dermatitis contact, dizziness, dry skin, dysmenorrhoea, endometrial thickening, fatigue, food allergy, headache, libido decreased, loss of consciousness, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, palpitations, panic attack, poor quality sleep, post-traumatic stress disorder, stress, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, weight increased, the first episode of alopecia, lower abdominal pain and the second episode of alopecia to be related to essure. The reporter commented: she has not been able to drive since she does get the dizziness while driving as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case became incident. New events: unable to sleep, stress, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergies to strawberries and mint, vaginal infection, ptsd, dizziness, brain imbalance, migraines / headaches, cramping, nausea, passing out after dizziness episodes, dysmenorrhea (cramping), vaginal discharge, fatigue, hair loss, pain in ovaries, lower back pain, headache, allergies to feminine products and deodorant, ovarian cysts were added. Medical history, concomitant drugs and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5076937) on 10-may-2018. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ lower abdomen pain'), delirium ('brain imbalance'), dizziness ('dizziness') and loss of consciousness ('passing out after dizziness episodes') in an adult female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection in (B)(6) 2012, dizziness, vertigo, extrasystoles, libido decreased, endometrial biopsy, nausea and vaginal itching. Concomitant products included fluconazole (diflucan) since (B)(6) 2013, magnesium oxide, meclozine hydrochloride (meclizine hcl) since (B)(6) 2015, metronidazole and zonisamide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("gaining weight"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced libido decreased ("low libido"), mood swings ("mood swings") and insomnia ("unable to sleep"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain in ovaries") and headache ("headache"). In (B)(6) 2013, the patient experienced depression ("mild depression/psych injury"), vaginal infection ("vaginal infection") and nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced palpitations ("heart palpitations/blood/heart disorder"). In (B)(6) 2017, the patient experienced food allergy ("allergies to strawberries and mint") and dermatitis contact ("allergies to feminine products and deodorant"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), delirium (seriousness criterion medically significant), dizziness (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), night sweats ("night sweats"), alopecia ("hair loss"), dry skin ("dry skin"), panic attack ("panic attacks"), vaginal odour ("vaginal odor"), endometrial thickening ("thickness of the uterus lining"), back pain ("low back aches/ back pain"), uterine cyst ("cyst in the uterus"), stress ("stress"), post-traumatic stress disorder ("ptsd"), ovarian cyst ("ovarian cysts"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, delirium, dizziness, loss of consciousness, night sweats, libido decreased, dry skin, panic attack, depression, mood swings, palpitations, vaginal odour, endometrial thickening, uterine cyst, insomnia, vaginal haemorrhage, food allergy, post-traumatic stress disorder, vaginal discharge, dermatitis contact, ovarian cyst, urinary tract disorder and bladder disorder outcome was unknown, the weight increased, alopecia, back pain, vaginal infection, migraine, nausea, dysmenorrhoea, fatigue, headache and hormone level abnormal had resolved and the menorrhagia and adnexa uteri pain was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, back pain, bladder disorder, delirium, depression, dermatitis contact, dizziness, dry skin, dysmenorrhoea, endometrial thickening, fatigue, food allergy, headache, hormone level abnormal, insomnia, libido decreased, loss of consciousness, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, palpitations, panic attack, post-traumatic stress disorder, stress, urinary tract disorder, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: she has not been able to drive since she does get the dizziness while driving as well. Insertion details, specify-the tubal ostia were identified bilaterally and cannulated with the essure device bilaterally with 3-5 trailing coils bilaterally. No complications. Received treatment for- dysmenorrhea, back pain , menorrhagia, blood/heart disorder, bladder problem, urinary problem, vaginal infection, vaginal discharge, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, weight gain. Date(s) of removal: (B)(6) 2018 (discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: essure seen bilaterally. Left ovary- hemorrhagic cyst. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received- new event urinary problem, bladder problem were added, event outcome of back pain and dysmenorrhea, fatigue, hair loss, hormonal changes migraine, weight gain were updated from unknown to recovered resolved, and outcome of hair loss was updated unknown to recovering resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5076937) on 10-may-2018. The most recent information was received on 10-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ lower abdomen pain') in an adult female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection in (B)(6) 2012, dizziness, vertigo, extrasystoles, libido decreased, endometrial biopsy, nausea and vaginal itching. Concomitant products included fluconazole (diflucan) since (B)(6) 2013, magnesium oxide since (B)(6) 2017, meclozine hydrochloride (meclizine hcl) since (B)(6) 2015, metronidazole and zonisamide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("gaining weight"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced libido decreased ("low libido"), mood swings ("mood swings") and insomnia ("unable to sleep"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain in ovaries") and headache ("headache"). In (B)(6) 2013, the patient experienced depression ("mild depression/psych injury"), vaginal infection ("vaginal infection") and nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced palpitations ("heart palpitations/blood/heart disorder"). In (B)(6) 2017, the patient experienced food allergy ("allergies to strawberries and mint") and dermatitis contact ("allergies to feminine products and deodorant"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), delirium ("brain imbalance"), dizziness ("dizziness"), loss of consciousness ("passing out after dizziness episodes"), night sweats ("night sweats"), alopecia ("hair loss"), dry skin ("dry skin"), panic attack ("panic attacks"), vaginal odour ("vaginal odor"), endometrial thickening ("thickness of the uterus lining"), back pain ("low back aches/ back pain"), uterine cyst ("cyst in the uterus"), stress ("stress"), post-traumatic stress disorder ("ptsd"), ovarian cyst ("ovarian cysts"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem") and seizure ("brain imbalance and was given anti seizure nedication") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, delirium, dizziness, loss of consciousness, night sweats, libido decreased, dry skin, panic attack, depression, mood swings, palpitations, vaginal odour, endometrial thickening, uterine cyst, insomnia, vaginal haemorrhage, food allergy, post-traumatic stress disorder, vaginal discharge, dermatitis contact, ovarian cyst, urinary tract disorder, bladder disorder and seizure outcome was unknown, the weight increased, alopecia, back pain, vaginal infection, migraine, nausea, dysmenorrhoea, fatigue, headache and hormone level abnormal had resolved and the menorrhagia and adnexa uteri pain was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, back pain, bladder disorder, delirium, depression, dermatitis contact, dizziness, dry skin, dysmenorrhoea, endometrial thickening, fatigue, food allergy, headache, hormone level abnormal, insomnia, libido decreased, loss of consciousness, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, palpitations, panic attack, post-traumatic stress disorder, seizure, stress, urinary tract disorder, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: she has not been able to drive since she does get the dizziness while driving as well. Insertion details, specify-the tubal ostia were identified bilaterally and cannulated with the essure device bilaterally with 3-5 trailing coils bilaterally. No complications. Received treatment for- dysmenorrhea, back pain , menorrhagia, blood/heart disorder, bladder problem, urinary problem, vaginal infection, vaginal discharge, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, weight gain. Date(s) of removal: (B)(6) 2018 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: essure seen bilaterally. Left ovary- hemorrhagic cyst. Concerning the injuries reported in this case, the following one was reported via social media: vertigo. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain lower ("cramping/ lower abdomen pain") and loss of consciousness ("passing out after dizziness episodes"). In an adult female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: vaginal infection in (B)(6) 2012, dizziness, vertigo, extrasystoles, libido decreased, endometrial biopsy, nausea and vaginal itching. Concomitant products included: fluconazole (diflucan) since october 2013, magnesium oxide since october 2017, meclozine hydrochloride (meclizine hcl) since february 2015, metronidazole and zonisamide. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("gaining weight"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (abnormal bleeding ("vaginal")) and menorrhagia (menorrhagia ("heavy menstrual bleeding")). On (B)(6) 2013, the patient experienced ,migraine ("migraines / headaches"). On april 2013, the patient experienced, libido decreased ("low libido"), mood swings ("mood swings") and insomnia ("unable to sleep"). On (B)(6) 2013, the patient experienced, dysmenorrhoea (dysmenorrhea ("cramping")), adnexa uteri pain ("pain in ovaries") and headache ("headache"). On (B)(6) 2013, the patient experienced, depression ("mild depression/psych injury"), vaginal infection ("vaginal infection") and nausea ("nausea"). On (B)(6) 2014, the patient experienced, vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced, fatigue ("fatigue"). On (B)(6) 2017, the patient experienced, palpitations ("heart palpitations/blood/heart disorder"). On (B)(6) 2017, the patient experienced, food allergy ("allergies to strawberries and mint"). And dermatitis contact ("allergies to feminine products and deodorant"). On an unknown date, the patient experienced, abdominal pain lower (seriousness criteria medically significant and intervention required), delirium ("brain imbalance"), dizziness ("dizziness"), loss of consciousness (seriousness criterion medically significant), night sweats ("night sweats"), alopecia ("hair loss"), dry skin ("dry skin"), panic attack ("panic attacks"), vaginal odour ("vaginal odor"), endometrial thickening ("thickness of the uterus lining"), back pain ("low back aches/ back pain"), uterine cyst ("cyst in the uterus"), stress ("stress"), post-traumatic stress disorder ("ptsd"), ovarian cyst ("ovarian cysts"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"). And seizure ("brain imbalance, and was given anti seizure medication"). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, delirium, dizziness, loss of consciousness, night sweats, libido decreased, dry skin, panic attack, depression, mood swings, palpitations, vaginal odour, endometrial thickening, uterine cyst, insomnia, vaginal haemorrhage, food allergy, post-traumatic stress disorder, vaginal discharge, dermatitis contact, ovarian cyst, urinary tract disorder, bladder disorder and seizure outcome was unknown. The weight increased. Alopecia, back pain, vaginal infection, migraine, nausea, dysmenorrhoea, fatigue, headache and hormone level abnormal had resolved. And the menorrhagia and adnexa uteri pain was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, back pain, bladder disorder, delirium, depression, dermatitis contact, dizziness, dry skin, dysmenorrhoea, endometrial thickening, fatigue, food allergy, headache, hormone level abnormal, insomnia, libido decreased, loss of consciousness, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, palpitations, panic attack, post-traumatic stress disorder, seizure, stress, urinary tract disorder, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: she has not been able to drive, since she does get the dizziness while driving as well. Insertion details: specify, the tubal ostia were identified bilaterally. And cannulated with the essure device bilaterally with 3-5 trailing coils bilaterally. No complications. Received treatment for dysmenorrhea, back pain , menorrhagia, blood/heart disorder, bladder problem, urinary problem, vaginal infection, vaginal discharge, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, weight gain. Date(s) of removal: (B)(6) 2018 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2015, essure seen bilaterally. Left ovary: hemorrhagic cyst. Concerning the injuries reported in this case, the following one was reported via social media: vertigo. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received, new event brain imbalance and was given anti seizure was added. Reporter information was added. A technical investigation will be conducted, including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation. This will be provided in a supplementary report.